Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the instrument unicel dxc 800 pro synchron chemistry analyzer generated low anion gaps, which were caused by low na and high cl. The results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The samples were repeated and were reported out of the laboratory. The customer provided results from 1 patient. Qa noted that the difference in na and k results exceeded assay precision claims, but the differences in cl results was within claims.

Manufacturer narrative:
The sample was serum. The customer calibrates every 24 hours and runs qc every shift. Calibration and qc information was requested but not provided. A bci service decontaminated the system and replaced the carbon bridge.